Manufacturer narrative:
Submit date: 11/20/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that the connector fell apart when tightening it. A max plus syringe access port was being screwed on (which is standard protocol), and the mahurkar catheter snapped off in the process. The primary rn witnessed this and stated that the md was not exerting any strong force, and that his technique was not a factor in causing it to break off. It is the winged connector on the smallest line, clip on line has 0.4ml on one side and 5 ml/sec max on other side. This event occurred during the initial placement of the catheter. The catheter was pulled and replaced. There was no harm or medical intervention, just a slight delay.